Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the error log and found no issues. Ccc instructed the customer to perform service methods, which failed for reagent 5 probe bottom of cuvette (bocc) alignment. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran a mixer diagnostic test on reagent probe 5 to correct the bocc which failed alignment. The cse ran quick check on reagent probe 5 and reset the instrument. The cse then recalibrated the magnesium method. The cause of the discordant, falsely depressed magnesium is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg results.

Manufacturer narrative:
The initial MDR 2517506-2016-00491 was filed on december 8, 2016.correction (12/29/2016): 510k added.